Manufacturer narrative:
The zoll catheter in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
A patient was hospitalized and underwent treatment for hypothermia after cardiac arrest. A zoll icy catheter was inserted into the femoral vein after multiple attempts. Upon insertion, the catheter leak was noted. The catheter was replaced to continue with treatment. The thermogard console was set to a target temperature of 34 degree celsius. After 24 hours of dwell time, the blood was noted inside the suk tubing. No alarm on the console was reported. The second catheter leak was suspected. The user decided to exchange for another icy catheter to continue with the patient treatment. No further issue was observed. No known impact or patient consequence was reported. Per additional information received, customer disposed of the second catheter. This is a second occurrence of the leaking catheter. See MFR 3010617000-2018-00987 for the first catheter issue.